Event description:
Physician reported to risk department there have been 2 additional malfunctions with goldstein sonohysterography catheters where the white cone shape piece of the device separated from the catheter upon removal from the patient after use for a saline sonohysterography. This created a near miss for a retained foreign object.